Event description:
The customer stated that starting on the weekend of (B)(6) 2015, there were erratic shifts in quality controls for troponin t stat (short turn around time) - tnt stat. They have seen both levels of control shift lower. They would then calibrate the assay and controls would be in range after they are repeated. They normally use one reagent pack per day and when the next pack is loaded, they have the same issue. The customer noted that the calibration signals were shifting and this started after switching to a new calibrator lot that weekend. The customer also reported that they received erroneous results for one patient sample tested for tnt stat. After running calibration and controls on one pack, they ran the patient sample and it resulted as 0.03 ng/ml. This value was reported outside of the laboratory. A new reagent pack was then loaded and controls were run on this pack. The patient sample was then repeated using the new pack and it resulted as 0.06 ng/ml. The 0.06 ng/ml value was also reported outside of the laboratory. The sample was repeated a second time and resulted as 0.01 ng/ml, which was believed to be the correct result. The patient was not adversely affected. The tnt stat reagent lot number was 18070501, with an expiration date of 11/30/2015. The customer loaded a new reagent pack on (B)(4) 2015 and controls were run on this pack. The same pack was then calibrated and controls were run; controls recovered lower. The field service representative determined that a lot calibration from a defective reagent pack was applied to a standby pack, which in turn caused the controls and patient results to be elevated. He replaced the tnt stat reagent and ran a new lot calibration. Operational and mechanical checks passed. The customer ran a calibration and ran controls; all values were within the customer's specifications. Investigations determined that a lot calibration from a defective reagent kit could be excluded as a root cause. A specific root cause could not be determined based on the provided information.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).